Manufacturer narrative:
There was no sample received for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that the 4-40 stud broke during the case. The case was completed with a second handpiece. No patient consequence was reported.